Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The reporter alleged of having lung disease from a trilogy 100 device. There was no medical intervention required by the patient. No additional information can be requested at this time. The device was evaluated by the manufacturer's product investigation laboratory (pil) and could not confirm black foam particulates or foam degradation inside the suspect unit after disassembly. The suspect trilogy 100 ventilator was given an initial visual inspection. The unit was run with its original settings as it was received at pil, and tech observed a service required code related to the charging of the internal battery was observed. Tech proceeded with the disassembly of the unit and confirmed the presence of foreign material indicative of contamination from external sources including such material indicative of insect infestation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The reporter alleged of having lung disease from a trilogy 100 device. There was no medical intervention required by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.